Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Technical services noted that when the cable was manipulated, the image cut in and out. Additional part used: glidescope avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image was cutting out during the use of the baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.